Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the following: 1. Interference of the esg-400 due to interspersed electromagnetic interference fields. 2. The operator activates the foot switch while the generator is booting. 3. A defective foot switch. 4. A defective foot switch due to a defective reed contact. 5. A faulty cable connection between the high voltage power supply (hvps) board and the generator board. 6. A defective cable connection for the output signal between the generator board and the relay board 7. A defective transformer on the generator board 8. A defective current transformer on the generator board 9. A defective impedance transformer on the generator board 10. A defective peak rectifier on the generator board 11. No or a too low supply voltage of the hvps board. 12. Too low due to bad switching of the high-frequency (hf) output stage on the generator board 13. A defective hvps board (short circuit at the metal¿oxide¿semiconductor (mos) transistors. 14. A defective motherboard due to a short circuit of the negative temperature coefficient (ntc1) resistor 15. A defective motherboard due to a defective analog-to-digital converter (adc) 16. Defective transient-voltage-suppression (tvs) diode on the relay board olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e433 (internal software or hardware error). The issue was found in the beginning of a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.